Manufacturer narrative:
The customer¿s complaint of broken keyboards could not be replicated. The customer did not return product for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Testing could not be performed since no devices were returned by the customer. A site visit was performed (B)(4) 2019. Biomed findings from the visit were inconclusive. The cleaning process could be a contributing cause of the keypad failures due to practices that are not consistent with bd¿s published cleaning process. Device history review could not be performed since no product or serial number was provided by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that broken keyboards were identified either by biomed or by clinicians as they were turning on the units prior to use on patients. No patient involvement was reported.